Manufacturer narrative:
The scope was not returned to olympus for evaluation. The cause of the reported event cannot be confirmed at this time. An olympus endoscopy support specialist (ess) was dispatched to observe the user facility¿s reprocessing practice and to provide a reprocessing training. On (B)(6) 2018, the ess visited the user facility and observed no deviations. If additional information becomes available or if the device is returned for evaluation at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that after performing high level disinfection, the scope cultured positive. There was no patient involvement with the reported scope as the scope was immediately reprocessed following return from service and repair. The user facility utilizes the oer-pro as their automated endoscope reprocessor and acecide is the high level disinfectant.